Event description:
It was reported that noise was noted on the rv lead. The lead was capped and replaced. Patient was in good condition after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.